Event description:
The ICD involved in this incident notification showed an increased charge time (>40s) upon interrogation. Therefore the device will be explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was manufactured between 2003 and 2004, and was listed in the advisory letter issued in july 2005. The device analysis is pending.